Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 93 months, a rise on the rv lead impedance was observed. The lead was capped and a new one was implanted.

Manufacturer narrative:
A fragment of this lead was returned for analysis. The date of explant/ out of service date is unknown. Upon receipt, only the df-1 and is-1 connector pin fragments were received for analysis. The yoke and the distal part of the lead (including the rv shock coil and the lead tip) were not returned. It is reasonable to assume that the lead was cut during the surgery procedure. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported impedance rise. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.